Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure 2 hf-resection electrodes caused the generator to issue error message e200. The error message still occurred after the hf-cable and the hf-generator had been replaced. The error message only disappeared when a third hf-electrode was used. The intended procedure was completed, however the failure of the two electrodes led to a delay of the procedure of approx. 1 hour. There was reportedly no impact on the patient other than the prolonged procedure time.

Manufacturer narrative:
Corrected data: b1 - report type. Device evaluation: the suspect medical device as well as the second hf electrode that was reported to have failed during the procedure were returned to the manufacturer for investigation/evaluation. The investigation did not reveal any defect or malfunction of the two hf resection electrodes. The hf generator immediately recognized the electrodes and did not display any error messages. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot numbers of both hf resection electrodes without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.